Manufacturer narrative:
Additional information. H6. Investigation findings and investigation conclusion. H10. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Correction: b1, removed adverse event. H6, type of investigation.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1012079 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot:1012079, and test base part number 190-430 / lot 1012079 . The lot met the required release specifications, with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices distributed is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference manufacturer reports: 1221359-2021-00043.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 on a nasal kitted swab. The nasal swab was used to swab both nostrils per the product insert instructions. Repeat testing was not performed. Confirmation testing was performed on np sample in viral transport media with abbott m2000 generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.